Event description:
It was reported that the cardiosave intra-aortic balloon pump experienced a black screen issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Postal code: (B)(6). Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: b5,b6,b7,d10, e3 ,h6(impact code). Updated field: b4,g3,g6,h2,h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump experienced a black screen issue. No patient was involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (type of investigation, investigation findings, medical device ¿ problem code component codes, investigation conclusions). A getinge field service engineer (fse) inspected the unit and confirmed the issue. The fse initially ordered and replaced the touchscreen; however, this did not resolve the problem. Subsequently, the display monitor to video generator board kit (B)(4) was ordered and replaced. Following this replacement, the touchscreen operated correctly. The fse completed all performance testing with no further issues identified and finalized the checkout service and preventive maintenance under work order (B)(4). The unit was then returned to the customer and is ready for use.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing department wayne the failure analysis and testing department received the following parts: upper display pcba, video gen, cable with a reported failure of touchscreen black. The fat dept. Performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed p/n: 0670-00-1169_a serial number: (B)(6), p/n:0670-00-0781_I serial number: (B)(6) and p/n: 0012-00-1787_b serial number: (B)(6) in the cardiosave test fixture serial number (B)(6). The testing was conducted jointly in accordance with factory specifications outlined in procedure (B)(4) and cardiosave service manual. The failure analysis and testing department was able to verify the failure of black touchscreen as experienced by the customer and ilustrated in the attached picture. Retaining the cable in the fat dept. Per procedure. The following parts are obsolete and cannot be tested by the supplier: upper display pcba and video gen. Retain the upper display pcba and video gen in the fat dept. Per procedure.

Event description:
N/a.